Event description:
It was reported that this pacemaker was found to have recorded an inappropriate atrial tachy response (atr) episode due to over-sensing farfield atrial signals. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the stored atr episode and confirmed the farfield over-sensing on the atrial channel. Ts noted there to be premature ventricular contraction (pvc) signals occurring at the same time that may have led to the over-sensing. Ts also noted functional under-sensing and right ventricular (rv) lead functional loss of capture (loc). It was noted that the rv lead to be non-boston scientific product. Ts provided programming optimization options. No adverse patient effects were reported. This pacemaker and rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).